Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) experienced positioning difficulty. It was noted the lead "stuck to heart structure". The rv lead was capped and replaced. No patient complications have been reported as a result of this event.